Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the roller did not sit correctly in the mesher. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was november 28, 2016 where it was reported that the device was not ratcheting properly and the roller, worn bushings, worn side plates, shoulder bolts, damaged comb, and gears were replaced. This is not a related issue. The previous repair report for the skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 10, 2017 revealed that the calibration and test requirements were met. It was also noted that the left sliding pin was a little tight and the side plate was gouged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 10, 2017 which included replacement of the worn bushings, worn side plates, damaged comb, and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿the roller did not sit correctly in the mesher¿ was non-verifiable since during initial inspection there was no mention of any issues with the roller. The reported event was non-verifiable since during initial inspection there was no mention of any issues with the roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the roller did not sit correctly in the mesher. Investigation results revealed that the damaged comb was replaced. No adverse events have been reported as a result of this malfunction.